Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received via mail on 28jul2025, they performed a heat and cool check, and the device would not cool. Device is being taken to crawley for repair today and would arrive today. Device would have been set on a patient to have found that it was not working. Per sample evaluation results received via task on 02sep2025, it was reported that faulty chiller found in the evaluation of wo-00113875.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the chiller was faulty. The chiller was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d,e,f,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received via mail on 28jul2025, they performed a heat and cool check, and the device would not cool. Device is being taken to crawley for repair today and would arrive today. Device would have been set on a patient to have found that it was not working. Per sample evaluation results received via task on 02sep2025, it was reported that faulty chiller found in the evaluation of (B)(4).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the chiller was faulty. The chiller was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received via mail on 28jul2025, they performed a heat and cool check, and the device would not cool. Device is being taken to crawley for repair today and would arrive today. Device would have been set on a patient to have found that it was not working. Per sample evaluation results received via task on 02sep2025, it was reported that faulty chiller found in the evaluation of (B)(4).